Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary the product was returned to depuy synthes for evaluation. Visual inspection found that, with a microscope, the returned device showed signs of wear, traces of foreign matter and marks of sterilization around the cannula. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the tunnel dilator 11.5mm *ea would have contributed to the complained device issue. Based on the investigation findings, the potential cause was traced to improper maintenance, cleaning, and sterilization, as well as debris and wear from previous procedures. The observed condition is consistent with continuous use and wear of the device. Proper handling and adherence to the device's approved use diminish the risk of failure. In addition, the instructions for use (IFU) states: ¿highly alkaline conditions can damage products with aluminum parts. Complex devices, such as those with tubes, hinges, retractable features, matted surfaces, and textured surface finishes, require special attention during cleaning. Manual pre-cleaning of such device features is required before automated cleaning processes. Avoid exposing instruments to hypochlorite solutions, as these will promote corrosion. End of useful instrument life is generally determined by wear or damage from handling or surgical use. Inspect instruments between uses to verify proper functioning.¿ based on the lot numbers of the returned devices, most have been in the field for more than three years; therefore, evidence of wear is expected. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that the tunnel dilator 11.5mm-5 to 120mm had rust. During in-house engineering evaluation it was determined that the device showed signs of wear, traces of foreign matter and marks of sterilization around the cannula. It was not reported if the device was used in a surgical procedure. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported; however, it was reported that the event occurred in 2026. All available information has been disclosed. No additional information could be provided.